Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. All available information was investigated, the reported retraction problem (clip introducer) was related to user technique/procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional device referenced is being filed under separate medwatch report.

Event description:
This is being filed to report difficult to remove. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. A steerable guide catheter (sgc) was advanced to the mitral valve. Then the clip delivery system (cds) was inserted into the sgc; however, during advancement of the cds, air entered the sgc. The sgc was immediately removed from the stabilizer, positioned lower to ensure no air was inside, and additional aspirations were performed. It was confirmed there was no air in the sgc and air did not enter the patient. At that time, the cds was to be removed from the sgc; however, the clip became stuck in the clip introducer. It was suspected that the hemostasis valve of the sgc was damaged, but this could not be confirmed. Both the sgc and cds were removed from the patient. The procedure continued with a new cds and sgc. One clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.